Manufacturer narrative:
Cec adjudicated bleeding complication barc type 2. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: event date has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the 1st diag. Approx. 2 weeks post index procedure upper gastrointestinal bleed was reported. The patient had a diagnostic endoscopy and was treated with medication. The investigator assessed the event as not related to the index device but possibly related to the antiplatelet medication. Sponsor assessed the event as not related to the index device but probably related to the antiplatelet medication. Patient was on dapt at time of the event. The patient recovered.

Manufacturer narrative:
Adverse event term changed to multiple healing pre-pyloric ulcers. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.